Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v214250, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
The consumer reported that her implantable neurostimulator (ins) dropped down to the left breast. The patient noted she had a very dense breast tissue. The battery moved a little bit. It was placed low in the beginning during recovery of the device. The patient was indicated for essential tremor. No further information was provided about this event. If additional information is received, a follow up report will be sent.